Event description:
It was reported that the zimmer meshgraft ii did not mesh properly. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. Repair report documented that the side plates, cutter, and roller were worn, and the device was out of calibration. The device has not been returned to zimmer for service since purchase. The actual date of manufacture could not be determined due to the age of the device, but the serial number indicates a manufacture date no later than 1991. Normal wear and lack of required periodic preventative maintenance by the customer are likely factors in the customer issue. The cause of the issue is related to the excessive gap at the cutter due to lack of periodic maintenance by the customer. It is documented in the instruction manual included with the device that "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy."